Manufacturer narrative:
The associated complaint device was not returned for evaluation. After repeated requests, smith and nephew has been unable to obtain device details or confirm the alleged deficiency with the device. It was reported that no additional information will be provided. As device details were not made available, a review of the device history record and the complaint history cannot be completed. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event, could not be corroborated. A clinical evaluation noted that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed. No further investigation is warranted for this complaint at this time; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that patient had to be taken to the emergency room with immobilizing pain due to a fractured "intertan."